Event description:
A malfunction alarm was reported when the customer wore the pump in the shower. There was no adverse impact on the customer's blood glucose level, which did not exceed the normal range. Technical support directed the customer to use a manual insulin injection method as a backup therapy and sent a replacement pump with updated software. Instructions for putting the faulty pump in storage mode and returning it to tandem were provided and acknowledged by the customer.